Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: earlier in the session, when the left ventricular (lv) multipoint (mp) was active, the user launched a lv vector procedure with two vectors selected: on mp1 (lv1-rvcoil) and mp2 (lv2-rvcoil). While the test on lv mp1 was starting up, a bug in the user interface enabled the user to press "next", thus activating the mp2 polarity; as the "start" button was also enabled, the user pressed it. The test could not start since another was already running, the programmer remained in a strange state afterwards, ignoring the notifications indicating that the threshold test on lv mp1 was finished. Therefore, the lv mp1 threshold tests became unavailable (and all lv threshold tests when multipoint was disabled). That is the reason why the "start" button for lv threshold tests remained disabled for the rest of the session, while all other tests (including threshold on atrium (a) and right ventricle (rv). A workaround possible is to avoid pressing the ¿next¿ or ¿end¿ button while a test is running in lv vectors context. This bug will be corrected and delivered in an upcoming smartview version.

Event description:
During the interrogation of an ulys 4lv sonr, (serial number (B)(6)) in the left ventricular threshold test the button "start" disapeared. To be able to repeat some left ventricular threshold test it was necessary to end the session and reinterrogate the device.